Manufacturer narrative:
Monitor sn (B)(6) returned for evaluation. Upon investigation, the monitor intermittently failed functional testing. The root cause for the failure was an open q701 on ca board. The root cause of the open q701 could not be positively identified. No adverse events occurred from the defective monitor.

Event description:
During investigation of the monitor sn (B)(6) for an unrelated issue, a reportable malfunction was found. The monitor was intermittently unable to complete essential performance testing.